Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") and pregnancy with contraceptive device ("pregnancy on contraceptive device") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Essure was removed. At the time of the report, the ectopic pregnancy and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy and pregnancy with contraceptive device to be related to essure. The reporter commented: consumer also reported another case about previous pregnancy with essure (see (B)(4) case). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure was successfully occluded. Amendment: the report was amended on 12-dec-2018 for the following reason: correction: historical condition of previous miscarriage was added; intervention required was checked and narrative was updated. No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic pain ("pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinay tract problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and psychological trauma ("psyche injuries") and was found to have weight increased ("weight gain"). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, weight increased, fatigue and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered bladder disorder, cystitis, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: consumer also reported another case about previous pregnancy with essure (see (B)(4) case). Patient received treatment for pain, bleeding, bladder/urinary tract problems, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure was successfully occluded.. Lot number: 629142 manufacturing date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (batch no. 629142) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: consumer also reported another case about previous pregnancy with essure (see 2018-051502 case). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: quality safety evaluation of ptc and the event pregnancy with micro insert essure was deleted. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), experienced pelvic pain ("pain"), genital haemorrhage ("genital bleeding"), hypersensitivity ("allergic reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinay tract problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and psychological trauma ("psyche injuries") and was found to have weight increased ("weight gain"). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, weight increased, fatigue and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered bladder disorder, cystitis, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: consumer also reported another case about previous pregnancy with essure ((B)(4) case). Patient received treatment for pain, bleeding, bladder/urinary tract problems, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: essure was successfully occluded. Lot number: 629142 manufacturing date: 2009-01 expiration date: 2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: events added: pain, bleeding, allergic reaction, bladder problems, urinary tract problems, uti, vaginal infection, bladder infection, vaginal discharge, weight gain, fatigue. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure (batch no. 629142) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: consumer also reported another case about previous pregnancy with essure (see 2018-051502 case) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2009: results: essure was successfully occluded.. Lot number: 629142 manufacturing date: 2009-01. Expiration date: 2012-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.